Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a pericardial effusion (pe) occurred. A versacross connect was selected for use with a watchman system (was) for transseptal puncture (tsp). Multiple tsps were attempted. The was and versacross dilator were removed to re-shape and then were reinserted, and tsp was successfully performed. The patient was stable, and the watchman device was released. The anesthesiologist noted a moderate pe at the base of heart. The physician then performed a pericardiocentesis and 160cc of blood was removed and re-infused back into the patient. The physician suspects the pe was caused by the multiple tsp attempts. The patient did stay overnight, and it was discharged on (B)(6) 2023. No pe was noted prior to the procedure. No device issues were reported.